Manufacturer narrative:
Training record of surgeon was confirmed. General history of similar devices from uncontrolled inventory was considered.

Event description:
Bowel injury. Treated with diverting colostomy.